Event description:
It was reported that the patient was experiencing inadequate stimulation and that the leads were fractured. The patient will undergo a lead replacement procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. All explanted leads were not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16747449.

Event description:
It was reported that patient was experiencing inadequate stimulation and that the leads were fractured. The patient will undergo a lead replacement procedure.